Manufacturer narrative:
A device history record review was completed for provided material number 38182314 and lot number 3027514. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. If the affected samples become available for this incident or any potential future incidents, we would greatly appreciate the opportunity to review them. Based on the investigation results, an exact cause could not be determined for the reported event. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
E. Address exceeds character limit: (B)(6). A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard catheter burst. The following information was provided by the initial reporter, translated from portuguese to english: when it was punctured, the plastic part of the vein burst inside patient's vein. (B)(6) 2024 - can you confirm if a surgical intervention was necessary to remove the plastic part? It was not necessary. - you could check with the client if any part of the catheter has ruptured inside the patient's vein. If so, was any medical intervention necessary? The plastic part broke, but no medical intervention was necessary. - can you confirm where the burst occurred? Puncture in the median cephalic vein of the right arm. - current condition of the patient? Patient was fine - can you indicate the date of the event? (B)(6) 2024 - what medication was being administered? Ketoprofen IV